Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, st. Jude medical agilis 8fr sheath, unspecified quadrapolar catheter, st. Jude medical agilis 8.5fr sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia/premature ventricular contractions with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After approximately 20 minutes post-ablation, the anesthesiologist noticed that the patient had become hypotensive and tachycardic. A transthoracic echocardiogram was performed, which confirmed the tamponade. A pericardiocentesis was performed, and 600 ml of fluid was removed. The patient was stabilized and sent to the coronary care unit for recovery. The patient had received anticoagulants, with activated clotting times maintained between 300-350 seconds. No extended hospitalization was required, and the patient recovered fully. The physician¿s opinion is that the perforation may have occurred during or just after ablation. Additionally, it was noted that the physician had difficulty accessing the right ventricular outflow tract (rvot). A quadrapolar catheter and steerable sheath were used to gain access to this area. No transseptal puncture was performed. The sheath in use was a st. Jude medical agilis 8fr. Approximate ablation time at the site of injury was 30 seconds, but the last ablation cycle time is unknown. The generator was in power control mode at 30 w (not titrated), with impedance values ranging between 150-200 ohms. Irrigated catheter flow was 17 ml/min during ablation and 2 ml/min during mapping. Spi values are unknown. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial-warm up phase, and the carto 3 system did not indicate to re-zero it at any point. No error messages presented on any biosense webster equipment during the case.